Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead exhibited noise with oversensing, and the ra channel was initially programmed to unipolar to mitigate the noise and retain a functioning dual chamber system. There was no indication of asystole. Subsequently, the ra lead was surgically abandoned and replaced due to the oversensed noise, and the suspected cause was compromised lead insulation integrity. Additionally, the pacemaker underwent a routine battery replacement during the same procedure. No additional adverse patient effects were reported. The ra lead was disposed after explant.